Event description:
The user reported that when they spike the contrast container, there is a big bubble just below the spike. No lot number was provided. At the end of the procedure, the physician observed air being injected out of the sheath. The pt did not have any symptoms nor was treatment required. No harm or injury reported.

Manufacturer narrative:
Device eval: the device will not be returned for eval. The device history record and complaint database could not be reviewed as no lot number was provided. The user did not specify if this was the initial use of the device. A f/u report will be submitted if additional info becomes available.